Event description:
It was reported that the device was used during an laparoscopic cholecystectomy procedure. The device was misfiring. Another device was used to complete the case. There was no consequence to pt.